Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was in use with patient during CT scan. During use the device gauges were not responding and battery indicator light went off. The user shut the ventilator off and then on again but mechanical ventilation was no longer occurring. The patient required bag ventilation throughout the CT scan until another ventilator was found. No adverse effects reported.